Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor sprint stent. It was reported that the stent dislodged when trying to insert it into the guiding catheter. Device was not used. No injury reported.